Event description:
After 45 minutes (3 cycles), the pt complained of difficulty breathing. This problem decreased after a while, but it came back in unregular cycles. It was not possible to see it in a regular interval during the loading or priming cycles. The disposable in unavailable for eval because the customer discarded the set. This report is being filed due to insufficient info provided at this time to determine if a malfunction, medical intervention, or potential for serious injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.